Event description:
It has been reported to us that during the removal of guide catheter from the patient, the shaft of the guide catheter became kinked and became lodged inside the introducer sheath resulting in a surgical procedure for removal. The physician inserted the guide catheter into the patient through the introducer sheath into the patient's vessel. The physician inserted the stent delivery catheter and placed the stent inside the vessel. The physician performed a contrast study on the vessel. The physician attempted to remove the guide catheter from the patient and felt some resistance. The physician turned the guide catheter hub counter clockwise and the shaft kinked. The physician pulled on the guide catheter and the shaft became lodged inside the introducer sheath. The physician decided to have the device removed from the patient by surgical procedure. The surgical procedure was successful and the patient is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.